Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis, which confirmed the reported balloon rupture. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with mild tortuosity, mild calcification, and 90% stenosis. Pre-dilatation was performed with the trek rx 2.0 x 12 mm balloon, but it ruptured on the first inflation at 14 atmospheres (atm) for 20 sec. A non-abbott balloon was used to pre-dilate and complete the procedure. There was no resistance during advancement or retraction in the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: mach 1. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.